Manufacturer narrative:
A record review was performed. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the phacoemulsification equipment were reviewed and determined to include adequate warnings for medical complications.all pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The field service specialist (fss) visited customer site to inspect the system. Fss was unable to duplicate the issue, but noted the error in the error log. Fss proactively replaced versa-logic central processing unit (cpu) and hard drive. Fss reactivated the fx handpiece after hardware replacement and performed the field service checklist on the unit. While on site, fss noted that the air reservoir canister had dislodged in console and was hanging loose; therefore, fss re-attached and tie-wrapped to prevent future occurrences. The system passed all functional tests and it was found operating properly and meeting abbott medical optics (amo) specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that error 2012 (instrument host timeout error) occurred on the whitestar signature system. It was reported that the error happened at end of case. There was no patient involvement reported and no patient treatments delayed or cancelled.